Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mid left anterior descending artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 12 atmospheres at an unknown number of inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received with a nc quantum apex shelf box. The batch number on the packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen and blood in the wire lumen. There were multiple hypotube kinks. Magnified inspection of the balloon revealed a scratch and pinhole in the balloon wall 1mm from the distal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mid left anterior descending artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 12 atmospheres at an unknown number of inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.